Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 44 mg/dl. Customer also reported lost sensor, calibration error. The blood glucose was 121 mg/dl and sensor glucose was below 40 mg/dl. Customer did not receive a change sensor alert. Customer entered a new blood glucose for calibration. The blood glucose from reported event was 106 mg/dl. The sensor glucose and blood glucose difference is not within acceptable range. The current blood glucose was 106 mg/dl. Customer declined troubleshooting for the low blood glucose and weak signal. The sensor was working fine. The insulin pump and sensor will not be returned for analysis.